Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was verified and attributed to a retainer misaligned with the shock button. The retainer was replaced and repositioned to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. During subsequent biomed testing, the device failed the self test.